Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a patient with an existing non-medtronic (edwards) surgical valve, moderate aortic regurgitation (ar) was observed around the valve during the post-implant procedure evaluation. It was reported that at seven days, thirty days, six months, and one year follow-up, mild ar around the valve was noted. An anticoagulant and an angiotensin-converting enzyme (ace) inhibitors were administered. Subsequently, three years and one-month post-implant, the patient died. The cause of death was senectus (progressive atrophy of the aged, natural causes). There was no evidence to suggest that the valve or its function contributed to the patient's death. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's death.